Event description:
The attorney alleges that "...when the synchromed pump which had been implanted in 2000 was revised in 2004. It was discovered that the catheter connector was dysfunctional and causing the baclofen to leak out of the pump system and into the soft tissue surrounding the pump." The pump was replaced with a similar device. No further follow-up will be performed.